Event description:
Related manufacturer reference number: 2017865-2022-06164. It was reported that the patient presented in clinic for routine generator change. The pacemaker and right ventricular (rv) lead were unable to be disconnected. The set screw was unable to be removed. The physician forcibly removed the lead form the header causing a purposeful insulation breach. The pacemaker and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was ¿pacemaker and right ventricular (rv) lead were unable to be disconnected¿. A partial lead (only connector portion) was returned in one piece. The connector pin, sealing ring, and connector ring diameters were measured within specification. Unable to perform insertion test due to condition of lead. Visual inspection found no anomalies.